Manufacturer narrative:
The investigation has been completed and the reported issue was unable to be confirmed due to a different issue that was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent temperature alarms when charging the pump at room temperature. There was no impact to customer's blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy.